Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced recurrent hypoglycemia with glucose readings in the 40s while using the ilet, requiring two glucagon administrations and repeated oral carbohydrate intake; the spouse noted that the ilet increased insulin after eating and then glucose levels fell, and the customer is on a weight loss injection program and is not meal announcing due to concern about large boluses. Symptoms included hypoglycemia requiring rescue therapy. Outcomes included blood glucose stabilization after treatment and no hospitalization. Troubleshooting and education were provided, and the case was escalated for clinical support. Investigation of this case revealed an unclear cause of hypoglycemia in the context of concurrent weight loss therapy and non-announcement of meals, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.